Event description:
During an ophthalmic procedure, when the light pipe was connected to the unit, the proximal end burned in the machine socket. The light pipe was exchanged and the proximal connector was clearly discolored and partially melted. Another light pipe was used for the procedure. There was no significant delay in the procedure or effect on the pt.